Event description:
A malfunction alarm labeled as malf 9 was reported by the customer. The customer¿s blood glucose level was within the normal range. Technical support assisted the customer in resetting the pump, after which the malfunction code did not reappear. The customer was advised to continue using the pump and to contact technical support if the issue recurred.